Event description:
Device report from canada reports an event as follows: it was reported that on (B)(6) 2022, the operating room staff identified the pedicle sound was missing the distal tip pre-operatively. The instrument was not used during the operation and removed from the operating room. The pedicle sound distal end had been severed and was not on the instrument, it confirmed not present in the tray during incident. The reprocessing area was searched and still was not found. The sound was removed and sent to the complaints department. There was no reported patient interaction. This report is for a moss miami magnum spine system ball tip feeler (curved) 6.35 10-100mm +/- 4.00% this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the receiving inspection (ri) for ball tip feeler curved was conducted identifying that lot number ty19135 was released in one batch. Batch 1: lot qty of 54 units were released on (B)(6) 2016 with no discrepancies supplier: troy innovative as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ball tip feeler curved was was observed with the ball tip feeler shaft broken. The broken fragment was not received in the evidence provided. A dimensional inspection for the ball tip feeler curved was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ball tip feeler curved would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.